Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated following the system instructions in the service manual, the monitor was restarted, and the system error messages are deleted. The philips field service engineer (fse) recommend replaced of the system speaker and pcb main board. The device was operational after the system was restarted.

Event description:
The customer reported an audio failure with the system. The device was in use on a patient at the time of the event, there was no adverse event reported.